Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "the patient feels less pain than the left and breasts have fallen a little." And "that is aware of the recall and has been experiencing a lot of pain. " and ", the patient underwent MRI and ultrasound exams, which the right side was encapsulated." Patient later reported ¿feeling the impact of this with intense pain¿. ¿feeling shaken¿. ¿radial folds on implants¿. ¿diffuse and bilateral architectural distortion¿. Patient later reported ¿possibility of a certain degree of associated capsular contracture cannot be ruled out¿ and ¿pain in more intense¿. This is for the right side device. The device remains implanted.

Event description:
Patient reported right side "fallen a little", "aware of the recall" and has been experiencing a lot of pain. Underwent MRI and ultrasound exams, which the right side was encapsulated. It was later reported radial folds and architectural distortion. Healthcare professional reported capsular contracture, baker grade IV. The device remains implanted.